Event description:
The facility's legal department reported a 6060 pump was used on a pt. The pt died. Reportedly in the evening after surgery (2004), the pt was discharged to the hotel under a care of pt's family member, who was a physician. A pca pump was sent with the pt and was programmed. The pt was receiving demerol. The ordered dose was: 20mg/hr continuous rate, 10mg every 12 minutes, prn lockout for the pca part: 12 minutes reportedly the bag was a 100ml bag and was not refilled during the pt's stay at the hosp. The following day, the pt went to the doctor and complainted of pain. The physician's office instructed the family member how to give boluses. The nurse made a phone call that evening at 5pm and the pt "was doing fine." The next day at 7 am the pt was wake, drinking coffee, and talking to pt's family member when the pt went into cardiac arrest. The pt's family member administered CPR but the pt never regained consciousness. The pt was hospitalized, put on a ventilator, and was pronounced dead the next day. Reportedly during the time the pt was receiving demerol, the bag was never refilled. The bag was not received after the event so the amount of demerol remaining in the bag could not be determined. Initially the pump had not been isolated and was put back in use. The pump was put back in use because "there was not a problem with the pump". Reportedly "something is wrong with the programming", but not with the pump. The facility had four pumps, which were isolated. It is not know which of these four pumps were used on the pt. An autopsy was performed. According to the autopsy results, "the cause of the death was due to meperidine intoxication." However according to the toxicology report, "the demerol levels were not deadly."